Event description:
It was initially reported in clinic notes that the patient had one instance of suicidal thoughts with no intent. It is unknown if this was related to vns or was an increase or abnormal for this patient. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the date that the suicidal ideation were first noticed was (B)(6) 2012. There was no relationship of the suicidal thoughts to vns. There were no interventions taken or planned. If is unknown is this was an increase in suicidal thoughts to pre-vns baseline. There were no causal or contributory programming changes, medication changes or other external factors that preceded the event.